Event description:
The customer reported generation of intermittent false high sodium (na) patient results on their unicel dxc 800 pro packaged instrument, (pn a10407 sn (B)(6)). Over several days, 9 patient results showed elevated sodium levels between 153 to 158 mmol/l that were found to be erroneous when repeated on another dxc instrument with na values of 138 to 140 mmol/l. The erroneous patient results were reported outside of the laboratory. The emergency room physician was notified immediately and corrected report for the 9 affected patients was provided. There was no report of change to treatment, injury, illness, or death associated with this event. The quality control (qc) testing did not show indicators of error prior to this event. The customer did not provide any patient data print outs from the instrument and/or patient demographics.

Manufacturer narrative:
The beckman coulter field service engineer (fse) inspected the instrument and identified a malfunctioning ratio pump stack assembly for failing to meet specifications. The fse replaced the ratio pump stack assembly to resolve the issue. Also, proactively replaced the na+ reference electrode. The fse performed system verification successfully, and no further action is required. The beckman coulter internal identifier is (B)(4).